Event description:
A peritoneal dialysis patient reported that following a reset up due to an alarm, fluid was found leaking from the pump to drain assembly. The patient's peritoneal dialysis rn stated that the patient had clear effluent and was ot on prophylactic antibiotics. Sample has not been returned for evaluation.

Manufacturer narrative:
The investigation is still in progress. A follow up medwatch report will be submitted upon completion of the evaluation.